Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/23/2020. Additional information: h6. A manufacturing record evaluation was performed for the finished device am1718 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the actual use of the suture on the patient, the thread ruptured from the needle, it detached from the needle. There were no adverse patient consequences reported.